Manufacturer narrative:
UDI# (B)(4). Concomitant product(s): - oxford meniscal bearing catalog 159540 lot 080790; oxford femur catalog 161473 lot r2498205a. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number p010014.

Event description:
A patient enrolled in a clinical study experienced a fracture of the tibia below the tibial tray. This was treated with bracing.